Event description:
It was reported that (1) device was used during a spleenectomy. It was reported by the affiliate that the al326 instrument was empty, the first time the surgeon attempted to use it. How the case was completed was not recorded by the hosp. There was no consequence to the pt.